Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e216 scope communication error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3 and h6 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause is a component failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.